Event description:
Surgeon reported a suspected leak of an ap lap-band system, size unk. Losing volume despite the fact that nothing is showing up on a contrast x-ray. The team cannot say with certainty if the band ever worked following placement. Investigation in progress.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the pt data has been requested. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."